Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/02/2024, it was reported by a sales representative via sems-(B)(4) that an ar-3355-4031 scope was hit with a burr during a procedure and visibly cracked. Another scope was brought in, and case completed. No patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Upon visual evaluation, it was noted that the lens was cracked and the distal tip damaged. The most likely cause for the reported failure can be attributed to user error of the device due to interference with the mating instrument.